Event description:
Status post breast implants in 1978 or 1979. Removal of implants due to "shifting," and possible rupture. Pt did not want removed implants. Sent to pathology dept. Pre-op MRI: rupture. Implants post-op appear double layered with gel intact within inner layer.